Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone. The customer identified a hole in the tubing through pinch valve pv3 and proceeded to replace the tubing to resolve the leak. Failure mode of the leak is attributed to a hole in the tubing through pinch valve pv3 and the issue was resolved by the customer with the help of the fse over the phone. (B)(4).

Event description:
The customer reported several drops of clear fluid leak above the wbc (white blood cell) bath of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The operator was wearing a personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.